Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving intrathecal unknown baclofen (2000 mcg/ml at 1029.9 mcg/day) via an implantable pump for intractable spasticity. It was reported that the patient had an MRI and did not have the pump interrogated after the MRI.  It was reported the pump read motor stall when she interrogated it today. Telemetry mode was reviewed and recommended re-interrogating the pump. The hcp asked if she should proceed with the refill. Technical services reviewed that she could start the refill now or wait until she confirmed the motor stall recovery. Patient symptoms were not reported. The hcp called back the same day and reported the logs showed a stall and recovery on (B)(6) 2022 the date the patient had an MRI, then another stall appeared in the logs also on (B)(6) 2022 with tube set error on (B)(6) 2022 (48 hours later) and recovery was noted on today's date (B)(6) 2022 which tech confirmed was expected behavior with telemetry mode.